Manufacturer narrative:
(B)(4). G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a znn cmn nail was found fractured in a patient. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b2, b3, b4, b5, d1, d6, d10, g3, g6, h2, h6, h11. D10. Unknown cervical screw 100mm item# unknown lot# unknown. Unknown distal screw 35mm item# unknown lot# unknown. Unknown steel wire item# unknown lot# unknown.

Event description:
The patient previously sustained a traumatic subtrochanteric fracture of the right femur and underwent reduction and fixation with a proximal femoral nail. Healing initially progressed well until august 2024, when new pain developed and imaging revealed breakage of the implanted hardware. Subsequently, the patient was revised approximately 9 months post implantation where competitor product was implanted. Diligence is completed and no further information on the reported event has been provided.